Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient expired. Upon follow up with the patient's clinic manager, it was stated that the patient died of peritonitis as the patient had mold infection. The clinical manager stated that the patient had mold in his house which was not cleaned in time. The mold seeded into his nasal cavity and the patient was asked to get it cleaned, the patient was suggested a procedure to get his nasal cavity cleaned but he refused. The patient was also advised to go to the hospital 3 weeks prior to death but he refused, however the patient did go to the hospital where he was diagnosed with peritonitis due to mold infection in the peritoneum and passed away in the hospital.

Manufacturer narrative:
Clinical evaluation: there is no documentation to show a causal relationship between the patient¿s diagnosis of exserohilum species peritonitis and subsequent cardiac arrest and death and the liberty cycler or cycler set. Additionally, there are no reported allegations of a malfunction of the cycler or cycler set. Based on available information from the pdrn that the patient¿s home contained mold and the pd culture resulted in mold species, it is most likely that there was breach in aseptic technique during set up for ccpd treatment as the causal event of the peritonitis. The patient¿s pd catheter had been removed 5 days prior to his death and it is unknown if he had transitioned to hd during hospitalization. The patient had several cardiac comorbidities which could have contributed to the cardiac arrest and subsequent death. Patients with esrd are at a significant risk for sudden cardiac arrest.

Event description:
A peritoneal dialysis nurse reported that the patient expired. Upon follow up with the patient's clinic manager, it was stated that the patient died of peritonitis as the patient had mold infection. The clinical manager stated that the patient had mold in his house which was not cleaned in time. The mold seeded into his nasal cavity and the patient was asked to get it cleaned, the patient was suggested a procedure to get his nasal cavity cleaned but he refused. The patient was also advised to go to the hospital 3 weeks prior to death but he refused, however the patient did go to the hospital where he was diagnosed with peritonitis due to mold infection in the peritoneum and passed away in the hospital.